Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as evident by no pacing capture at maximum outputs. The rv lead was explanted and a new lead was placed. No additional adverse patient effects were reported. The lead will not be returned. Additional information was received that remote monitoring alert was issued for the implanted device system. The alert recorded on (B)(6) 2017. The field representative was contacted and noted that likely the alert was related to the lead dislodgement. The lead revision was completed successfully on (B)(6) and the system tested out fine.